Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No under delivery anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issues with under delivery of insulin recently. Insulin pump had no damage to sets but noticed crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.